Event description:
The user facility reported when the registered nurse (rn) went to pull back on the 6fr angio-seal device, there was suture lock-up. Terumo's field clinical specialist walked the rn through troubleshooting, and they were able to successfully deploy the angio-seal device. The procedure was a left heart catheterization (lfc) via right common femoral artery (cfa) access. A 6fr procedural sheath was used. The patient was in stable condition and the procedure outcome was successful. Additional information was received on 23 mar 2022: a pre-deployment angiogram was performed. This was a common femoral artery stick and the vessel was larger than 5mm.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed as the sample was not available for evaluation. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.